Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient's left hip was "popping" when he walked. The sound started a few months ago. The right hip was revised on (B)(6) 2016. Patient was symptom free until approximately two years ago. At that time a small squeak developed which became louder and more persistent over time. A popping noise also developed over the same time period. It was most noticeable when the patient would rise from a sitting position or climb stairs. Only head and liner were revised.

Manufacturer narrative:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2016-03542. When available, investigation results will be submitted under this manufacturer report number.

Event description:
It was determined that this event is a duplicate of MFR. Report # 0002249697-2016-03542. When available, investigation results will be submitted under this manufacturer report number.